Event description:
Clinical trial; same case as MFR #6000089-2007-00377. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the mid right coronary artery (rca). The lesion was 3.1 mm wide, 54 mm long, and 99% stenosed. The physician predilated the lesion prior to placing 3 overlapping stents. Another manufacturers 3.5 x 22 bare metal stent was placed, as well as 2 taxus express2 stents - 3.0 x 28 mm and 3.5 x 12 mm . Residual stenosis was 0%. The patient was discharged 4 days later. Three hundred and ninety three days later, the patient returned for their 13 month study angiogram. The angiogram showed in-stent restenosis of the study stents. Further information regarding the exact restenosis location and treatment has been requested, but none is currently available. The event is considered resolved. In the opinion of the physician, there is a possible relationship between the tvr and the taxus stents.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.